Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the bladder. The leak was discovered after filling the device fluorouracil. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between july 12-13, 2024. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photographic sample only shows the lot number on the bottom of the device. Furthermore, due to the nature of the sample provided, no further testing could be carried out. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.